Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred while the patient was connected for the third dwell cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that could have caused the reported event. The technical service representative (tsr) advised the home patient (hp) to use manual supplies to continue therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.